Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-aug-2018 with the following findings: call service 064-0001 alarms were observed in pump histories. On investigation, rewind, load and prime steps were performed successfully. During testing a cs 064-0001 occurred. Investigation duplicated the complaint. The pump cover was removed revealing damage to the inter-board flex. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.